Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in a post operation check with an atrial lead that exhibited a decrease in sensing amplitude and loss of capture. The lead was repositioned on (B)(6) 2020. Values were acceptable post reposition. The patient was doing fine, was recovering, and was scheduled to be discharged.